Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was able to clear the alarm and resume insulin after each occurrence. There was no impact to the customer's blood glucose level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.